Manufacturer narrative:
Additional information: upon completion of the investigation, it was noted that a vpv programmer with transmitter head was returned for an evaluation. As received it was verified that the programmer could not confirm the settings displaying an error message 'excessive noise'. The transmitter head is damaged causing the displayed error message. The cause(s) of the damage could not be determined. The device history records review was conducted, and it was verified that this vpv programmer was conforming to the required specifications when released to stock. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
E-mail received from the sales rep. Informed that: please send a new vpv unit out today for (B)(4) med ctr. They reported this morning that they cannot get theirs to confirm, but x-rays have confirmed the settings have been properly changed. The unit is several years old, no patients were injured and no surgeries delayed because of this; it¿s only been used in a clinic setting". 1/4/2014 based on the matrix that went into effect on 12/6/2013 this type of event is considered a reportable event classified as a serious injury

Manufacturer narrative:
510k: k061876 and k050739. Upon completion of the investigation a follow up report will be filed.